Event description:
It was reported that the patient with this recently implanted cardiac resynchronization therapy defibrillator (crt-d) had a syncopal episode due to unknown cause. There were no arrythmia episodes stored. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this recently implanted cardiac resynchronization therapy defibrillator (crt-d) had a syncopal episode due to unknown cause. There were no arrythmia episodes stored. No additional adverse patient effects were reported. This crt-d remains in service.